Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump got wet and had a low battery. Customer's blood glucose level was 197mg/dl. Customer stated that after it was exposed to sweat, the pump was not responding. Customer tried to clear the batt out limit alarm. Insulin pump will need to be replaced. No additional information provided.